Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturers reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with an unknown mentor prosthesis experienced bakers unknown capsular contracture on an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the left side had the issue, date of implantation was on january 1 1986, patient underwent bilateral replacements as follow: left: cat#:smpx405 / sn#:(B)(6) right: cat#:smpx405 / sn#:(B)(6) on (B)(6) 2018. The procedure was breast augmentation primary, and device was unknown saline implants. Patient also experienced deflation. Manufacturer¿s reference number: (B)(4).